Manufacturer narrative:
On april 10, 2023, the mentor received additional information regarding the patient's diagnosis. It was reported that the patient also experienced breast ptosis. Reason for device explant and/or reoperation: rupture and ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 05, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sx mod classic gel, 215cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking measuring approximately 1.8 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old female patient underwent a primary breast augmentation with a 215cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively, which was discovered during explantation surgery. The patient underwent explantation on (B)(6) 2023.